Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) in 2008 and alleged that her one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on two days earlier at 6:30 am (2 days prior to the call to lfs). She also mentioned that she experienced blurred vision after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt also reported a result of 125 mg/dl obtained on an unk device (unclear when this test was performed). At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strips and based on the info provided, there is no misuse of the product. The issue was resolved when the power button was pressed and also when a test strip was inserted all the way into the test strip port. This complaint is being reported because the pt alleged that she experienced a symptom suggestive of hyperglycemia after the reported issue began. She did not receive any medical attention. The alleged issue was resolved with troubleshooting. Replacement products were sent to the lay user/pt.